Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the scale prat was cracked. The syringe was returned with the hub-needle/shield assembly separated from the barrel. No other defects were observed on the sample. Unable to perform DHR check due to unknown lot number. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined.

Event description:
It was reported that the syringe was cracked with a bd syringe 0.3ml 29ga 1/2in 7bag 420cas jp. This was discovered prior to use. The following information was provided by the initial reporter, translated from japanese to english: the scale part was cracked.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe was cracked with a bd syringe 0.3ml 29ga 1/2in 7bag 420cas jp. This was discovered prior to use. The following information was provided by the initial reporter, translated from japanese to english: the scale part was cracked.